Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed and did not reveal any manufacturing related issues. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).this report is for the first in a series of two consecutive product issues occurring with the same patient. The second event has been reported under MDR# 1036844-2015-00530.

Event description:
It was reported that during insertion of the catheter through the peel away placed in the patient's right upper limb, the peel away broke prematurely. As a result, a second set was opened. There was no reported delay, death, or complications to the patient as a result of this occurrence.